Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope picture was lost while flexing the insertion tube. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: b5, e2, e3 and g2 per gfe response. The device was returned to olympus for inspection, and the reportable malfunction of no image during angulation was confirmed. Based on the results of the investigation, since the insertion tube had heavy dent, it was presumed that the charge coupled device cable was broken by pressing, which resulted in no image. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that there was no deviation from the instruction for use (IFU) on user handling regarding the event. Olympus will continue to monitor field performance for this device.

Event description:
It was later reported per good faith effort (gfe) response that the event occurred at the beginning of the flexible bronchoscopy procedure. Procedure was both therapeutic and diagnostic. The procedure was delayed by 5-10 minutes in order to retrieve a new scope. The procedure was completed by switching to another scope.